Event description:
It was reported there was a capture management warning on the device. The output values programmed for the device increased automatically with no high threshold measurements to account for the increase. The values were again programmed lower; however, the device automatically increased the output. The device remains in use. It was also noted upon interrogation there was an atrial lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace impedance trend data shows a spike increase for maximum atrial pace bipolar impedance of 665 to 1121 ohms peak between (B)(6)-2011, then returning to a baseline of 760 ohms on (B)(6)-2011.